Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the report of pins/needles. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. Additionally, the patient having contraindicating conditions and off-label use has been ruled out. Other potential causes of pins/needles are programming parameters, migration, severe force applied to the implant (patient fall, accidents), and improper surgical technique. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported episodes of incontinence and a pins/needles sensation in their feet over the last six months, which includes three months prior to the implant procedure. The transmitter programs were lowered and the patient left the clinic happy. Although the patient is still experiencing episodes of incontinence, they are receiving good pain relief and they are happy with their device. The patient is following up with their general practitioner and implanting clinician regarding their symptoms. No further information is available at this time.